Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported there was a recharging issue. Upon examination of the battery, it was found that the battery was tilted in the pocket to a degree that the device could not be found. A pocket revision was planned in the near future to address the issue. No patient symptoms were reported. No further complications were reported/anticipated.